Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose and blank display on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank and flashed a black bar. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and unexpected restart error test. Insulin pump passed all operating currents tested with in the specification range and passed off no power test. Insulin pump was monitored and tested with no blank display noted. Insulin pump received with cracked reservoir tube lip, cracked case near display window corner, and minor scratches on display window noted.